Event description:
Pt had a total knee replacement performed several years ago, fell and fractured the femur proximal to the total knee. The pt went to the or for external fixator, two pins were inserted into the femur. While the pt was in the skilled nursing facility, the pins were noted to have become loose. The pt was taken back to the or where the two pins were removed and replaced in 2006.